Event description:
It was reported that during a procedure, the physician noticed that the console had low power. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.